Manufacturer narrative:
(B)(4). One (1) summary notification of catalog number 544240 hemolok l clips(B)(4) was received. During visual inspection of the package, no sample was enclosed for sample evaluation. Therefore failure mode "not closing" reported by customer could not be confirmed. Functional inspection could not be performed due to the notification was received without sample to be evaluated. No corrective action will be taken at this time due to the notification received, and no available sample for evaluation to try to duplicate the defect reported by the customer. However we will continue to monitor trending of similar complaints.

Event description:
Complaint alleges that during a gall bladder operation, doctor couldn't closed the clip. Surgeon changed to another lot to complete the surgery. Patient's condition was reported as unknown.

Event description:
Complaint alleges that during a gall bladder operation, doctor couldn't closed the clip. Surgeon changed to another lot to complete the surgery. Patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). A device history record (DHR) review did not show issues related to complaint. Device sample has been returned to the manufacturer; however, the investigation results have not been submitted at the time of the report. However, the manufacturer will continue to monitor and trend relating complaints.